Event description:
It was reported that there was noise in this right atrial (ra) lead. Technical services (ts) was consulted, providing a review of stored episodes and noted that the rhythm is atrial sensing and ventricular pacing, however when there was atrial pacing a large artefact on the ra egm which is followed by a blanked atrial sense. Ts noted all measurements are in normal ranges and noted the threshold and impedance trends have risen very gradually over the last 12 months. Ts was consulted and noted the source for the artefact is unknown and recommended further lead evaluation and x ray to check for concomitant devices. This ra lead remains in service. No adverse patient effects were reported.